Manufacturer narrative:
Submit date: 04/25/2016. An investigation is currently underway. Upon completion, a report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issued with an enteral feeding pump. The customer reports that the unit does not alarm for rotor error. There was no patient involvement.

Manufacturer narrative:
Submit date: 10/12/2016. An investigation of kangaroo epump was performed for the reported condition of; the unit does not alarm for rotor error. The unit was triaged and the complaint could not be confirmed. Kangaroo epump was manufactured in 2012. A review of the device history record shows this device was released meeting all manufacturing specifications.